Manufacturer narrative:
Device evaluated by MFR: the complaint products were received for analysis. Visual evaluation condition/findings (conducted with a 7x or 10x optical) the tibial tray and post appear to have residual bone and cement adhered to the surface. Some bone and cement may have been removed during processing at the hospital prior to returning. Visual evaluation condition/findings (conducted with a 7x or 10x optical) the scratches and pitting appear consistent with third body wear. Third body wear occurs when a third body, such as a fragment of bone/cement, gets trapped between the polyethylene insert and the condyles of the femoral component. The distinct pattern appears consistent with cold flow which indicates little to no micro-motion between the insert and the tray. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of receiving any complaint reports from the manufacturing lot for tibial tray components of 16 pieces. Complaint data from 2014 through 2018 involving the reported failure for these families of devices was reviewed. The investigations have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing related. There are no reported user-related issues. The loosening reported was likely the result of failure of the cement mantle between the implant and the bone, which led to aseptic (non-infected) loosening of the tibial tray. In a review of the labeling it is a known complication that excessive activity, age and weight have been associated with premature failure. Device specific risks include: fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, may require a second surgical intervention or revision. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. There is no patient information to assess the patient risk factors. This device is used for treatment not diagnosis.

Event description:
It is reported that the patient left the or in stable condition. No additional information was provided this is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00641.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision of right knee components due to aseptic tibial loosening.